Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the unit had a damaged machined head. The machined head was replaced and resolved the reported issue. 4 width plates were found to be worn and were returned. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Establishment street address: (B)(6).

Event description:
It was reported that the unit doesn't glide. There were parts where it did cut and didn't cut, so the skin was in few strands instead of one piece. The problem occured before surgery when they were doing preparation. There was no harm or delay reported. No adverse event was reported as a result of this malfunction.